Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose event. The customer's blood glucose declined to 39 mg/dl at the time of the call. The customer stated the insulin pump did not alert them of a low. The customer treated for their low with juice. The customer also reported incorrect low alerts on the insulin pump. The customer stated the insulin pump would alert of a low at 129 mg/dl, but would not alert when their blood glucose was 62 mg/dl. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.